Manufacturer narrative:
Device was received with cracked select button keypad overlay. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage noted. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring of the insulin pump was damaged. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. The reservoir of the insulin pump was not able to lock in place, also there was crack on the center button on the keypad. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.